Event description:
Implant date: (B)(6) 2010. At 2.5 weeks post-op, the patient noticed pain. In the (B)(6) 2010 x-rays, the implant appears to have been placed incorrectly, putting the wavy body in the fracture. Engineering inspected the returned implant and reported that the wavy body was damaged and the damage was consistent with the improper placement. Device explanted on (B)(6) 2010 and replaced with a longer sonoma implant.